Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported a patient enrolled in a clinical study underwent a total knee arthroplasty on an unknown date. Subsequently, a patella revision was performed on (B)(6) 2013 due to loosening.

Event description:
It was reported a patient enrolled in a clinical study underwent a total knee arthroplasty on an unknown date. Subsequently, a patella revision was performed on (B)(6) 2013 due to polymerization of the cement.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Upon review of the complaint with an engineer, it is likely that the perceived cause of the polymerization is that the cement was allowed to harden too much before implantation.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Initial reporter telephone: (B)(6).